Manufacturer narrative:
The motor arm cannot communicate with the main arm error and software error not found during testing. Device passed the self test and the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got multiple pump errors. The blood glucose level was 76 mg/dl. The customer stated that the self-test was not passed on 1st occurrence then self-test completed and automatically ran again. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. The insulin pump will be returned for analysis.